Event description:
It was reported that a user of the ilet experienced an occlusion alarm after pausing insulin delivery for a shower, with a reported blood glucose of 378 mg/dl and then resumed insulin delivery; the event was categorized as an insulin occlusion with hyperglycemia of unclear cause and troubleshooting and education were provided. Customer care provided support that included review of device data and alarm history. Investigation of this case revealed no recurrent stoppages or ongoing occlusion behavior on subsequent reports, and the cause of the hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia and delay in treatment reported. Outcomes included no hospitalization and no long-term impact reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.